Manufacturer narrative:
(B)(4). Batch number ==> r57e1l. Investigation summary ==> the analysis found that one long60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge loaded on the device. In addition, a second reload was returned. The reload was returned partially fired 1/16. The returned device and cartridges reloads were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If so, how was it removed? Or were the jaws eventually opened? Was there any change in the post-operative care of the patient as a result of the issue experienced with device?

Event description:
It was reported that the jaw could not close and jaw could not open. During the total endoscopic radical resection of distal gastric carcinoma, could not close the jaw. Closed the jaw with big force, could not open the jaw, and the cartridge was lockout.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? Unknown, customer only said could not close the jaw. If so, how was it removed? Or were the jaws eventually opened? No. Was there any change in the post-operative care of the patient as a result of the issue experienced with device? No, as after closed the jaw, insert into trocar, found could not open the jaw, removed the device from patient, and return to (B)(4).